Event description:
Failure to alarm: no alarms or leaks present, soft port and dressing sucked down however canister failed to collect any drainage and when dressing was removed wound was wet. There was no negative effect on wound site.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction, which occurred while using the renasys f medium w/ soft port. Smith & nephew received the above product complaint for failure to alarm. No samples, pictures or lot number information were provided for evaluation. A device history record review investigation could not be initiated with the limited product information provided. The complaint description includes that soft port dressing was sucked down (compressed) however, no drainage was collected in the canister. It was observed that the wound was wet, therefore, an indication of pooling of fluid. This issue has been confirmed, and based on prior complaints for similar issues (B)(4) was initiated to further investigate the root causes for failures of this type, and identify any potential corrective actions. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.